Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead was unable to be passed over the guidewire. The lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.